Manufacturer narrative:
An event of material deformation and insertion difficulties into the patient was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The complaint history for the batch was reviewed, and there was no indication of a lot specific product issue. Information from the field indicated that the patient had had calcified and tortuous anatomy, and the material deformation was noted after two insertion attempts. Based on available information, the reported material deformation is a cascading event of the insertion difficulties. The reported insertion difficulties are related to challenging patient anatomy (calcified and tortuous anatomy). There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a small flexnav delivery system (lot: 10047642) was chosen for implantation of a 25mm navitor valve (serial: (B)(6). Patient anatomy is calcified and tortuous. When the flexnav was introduced into the femoral artery, it was unable to advance. When the device was removed, a defect was noted. A replacement flexnav was used to implant the same valve successfully. The patient remained hemodynamically stable throughout the procedure. There were no reported patient effects.